Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Reportedly this issue persisted despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose was between 200-380(mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. Additionally, the high blood glucose issue could not be verified.